Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported an optiflux 160nr dialyzer that was found to have a foreign object inside it. This was discovered prior to use, and there was no patient involvement. The clinic manager advised it appeared the foreign object was additional filter material. The clinic manager confirmed the dialyzer was available to be returned to the plant for investigation.

Manufacturer narrative:
The sample was received. A white dust was present beneath the header cap on the cavity ID end of the dialyzer. The characteristics of the dust are consistent with polyurethane cutter dust residue, which may occur during the polyurethane cutting process. There was no other particulate or irregularities noted on the returned dialyzer. A lot history review was performed. There were no other complaints reported against the lot. A review of the production record was performed. There was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.